Manufacturer narrative:
(B)(4). Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and no observations related to the complaint were found. A global receiver functional test was performed and resulted in no failures. Reported complaint could not be reproduced with the receiver. Performed review of the receiver data download and complaint was not verified in the course of the review. The root cause could not be determined due to the fact, the patient's complaint could not be confirmed.

Event description:
The patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, patient's receiver displayed an unrecoverable loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.